Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, occlusion alarms occurred. A system check was performed for the most recent alarm and the occlusion was found to be within the cartridge. Reportedly, the cartridge was cracked. A cartridge change was performed and insulin delivery was resumed. Blood glucose level was 68 mg/dl.